Manufacturer narrative:
The customer¿s concerns that during an infusion of vasopressin the pump module alarmed for a channel error was confirmed in the logs and was found to be a channel disconnection; however, testing performed on the returned pump module failed to replicate a channel disconnection. The review of the logs identified a ¿net communication down¿ entry. The net communication down entry is believed to be related to a channel disconnection. The communication is disrupted between the source device and the pcu. The device continues to infuse, however no changes to the infusion can be performed. Both iui have manufacture date of july 2013 and are believed to be the original iui from the time of the device manufacturing. Inspection of the both male and female iui was observed with dried fluid and contamination forming on the iui contacts. Testing performed on the source pump module failed to replicate a channel disconnection. It is possible the action of attaching and removing the source device could dislodge any particles or debris that may have caused the disconnection. The device was being used for treatment. The proximate cause of the customer¿s complaint that during an infusion of vasopressin, the pump module alarmed for a channel error is believed to be the result of a channel disconnection. The probable cause of the channel disconnection is believed to be contaminated/damaged iuis.

Event description:
It was reported that during an infusion of vasopressin, the pump module alarmed for a channel error and stopped working which affected the patient's unstable blood pressure. The infusion was restarted on a new pump module. The customer states there was no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, demographics or event was provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during an infusion of vasopressin, the pump module alarmed for a channel error and stopped working which affected the patient's unstable blood pressure. The infusion was restarted on a new pump module. The customer states there was no patient harm.